Manufacturer narrative:
The insulin pump was received with horizontal line missing segment due to a cracked liquid crystal display connector. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via telephone call that the insulin pump screen had a line going through it and that they could not see what was on the screen. The caller did not recall the blood glucose reading. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.